Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a wedge resection procedure that the battery started smoking and leaking onto the floor when assembled on the back table. There was no patient involvement. The procedure was completed using suture. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58c75. Severe corrosion made device a inoperable. If appears that the device was exposed to liquid. The battery pack was not returned so the root cause of the event cannot be determined. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).